Manufacturer narrative:
A2: patient age was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system passed all tests, and the alleged issue could not be replicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a cervical spine procedure. It was reported that the doctor was 1-2 mm off on the cervical. It was the right c4 that the doctor felt inaccurate. The patient lost blood (500cc's). Bleeding was able to be controlled. The procedure was delayed 10 minutes.